Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge became dislodged after customer dropped the pump. Customer's blood glucose level was 232mg/dl. Customer was able to successfully reconnect cartridge to pump, tubing to site, and resume insulin therapy.